Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient. Initial reporters phone (B)(6) removed format invalid.

Event description:
It was reported that the bd insyte¿ IV catheter experienced the needle through catheter. The following information was provided by the initial reporter: during the process of device placement, when uncapping the device, when using it, it was observed that it is perforated in its distal part. Besides that, it has not been the first time that it's observed a needle dull.

Event description:
It was reported that the bd insyte¿ IV catheter experienced the needle through catheter. The following information was provided by the initial reporter: during the process of device placement, when uncapping the device, when using it, it was observed that it is perforated in its distal part. Besides that, it has not been the first time that it's observed a needle dull.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.